Event description:
A customer stated that unexpected negative reactivity was obtained with a patient sample on galileo neo 90433.

Manufacturer narrative:
The image result files for the unexpected reactivity were reviewed and results visually appeared as reported by the instrument. An immucor field service engineer performed the unexpected reactions checklist. The instrument is operating within specifications.